Manufacturer narrative:
Additional information was received on 3/7/2019. In addition to the issues reported previously, the patient also experienced deflation of the prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced left sided issues post procedure. The left prosthesis was hanging lower, had significant rippling, and was painful. As a result, the device was explanted on (B)(6) 2019.